Event description:
During a coronary stent procedure of a pre dilated lesion, the shaft of the delivery device broke during advancement. The entire system was removed without incident. No patient injuries or complications were reported.